Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated micro-albumin results were generated by unicel dxc 600 pro synchron clinical system. The erroneous results were reported out of the laboratory. The customer reported that they have not received any reports of effects to patient treatment due to these incorrect results.

Manufacturer narrative:
Service visited on (B)(4) 2011. After some precision tests with qc material, the field service engineer (fse) changed sample probe and waste valve. Precision tests on serum assays produced excellent results. The fse re-calibrated all assays and qc. Upon follow up on (B)(4) 2011, the customer's primary operator stated that the system was performing well and would be running extra qc to build confidence. Root cause is unknown, but hardware repairs have resolved the issue.